Event description:
It was reported that a spectrum iq infusion pump failed to recognize closed door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "does not rec closed door" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper mech screw is not properly torqued down and the link out adjustment. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.